Manufacturer narrative:
Explant physician and contact information: (B)(6).

Event description:
Regulatory agency (on behalf of patient) reported right side "swelling around breast implant and pain diagnosed with bia-alcl." Device has been explanted. Histopathological markers confirming alcl have not been provided.

Event description:
Regulatory agency reported unknown side "swelling around breast implant and pain diagnosed with bia-alcl." Device has been explanted. Histopathological markers confirming alcl have not been provided.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy. Implant facility: (B)(6)clinics, UK. Explant facility: (B)(6), UK. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: swelling around breast implant and pain diagnosed with bia-alcl. Histopathological markers have not been provided.